Manufacturer narrative:
T:slim g4 user guide indicates, "replace the cartridge every 48 hours if using humalog". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to feeling nauseous and possibly going into diabetic ketoacidosis. The customer was unsure of what blood glucose (bg) value was upon arriving to the ER. The customer was treated through 1 liter of intravenous insulin, given blood tests, and given zofran. Customer was released approximately 6 hours later and stated upon being released the customer still felt nauseous. Subsequently, the customer was taken back to the emergency room the next day on (B)(6) 2017 due to vomiting, feeling nauseous, and bg levels rising. Customer's bg level was approximately 588 mg/dl and in diabetic ketoacidosis. Customer was subsequently hospitalized. Customer wad administered a manual injection while in the hospital and bg levels dropped to 68 mg/dl. Customer believes the hospital administered too much insulin via the manual injection. It was noted that the customer uses humalog insulin and cartridge was in use for 3 days. Customer was being treated through intravenous insulin and shots while in the hospital. At the time of the report the customer had not been released. Multiple attempts were made to follow up with the customer on the reported issue; however no response from the customer was received.